Event description:
The manufacturer received information alleging a patient expired while using a ventilator. According to the reporter of the event, a mask which was being used in conjunction with the ventilator, became disconnected from the patient circuit and the patient expired. The patient used a nuance nasal mask during the day and a comfort gel blue full facemask at night. The reported incident occurred after the patient was switched from the nuance mask to the comfort gel blue mask. The reporter of the event stated that the comfort gel blue mask was incorrectly attached to the patient circuit when it was put into use. The reported event occurred on (B)(6) 2017. The exact time of the event is unknown. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the day of the event, the ventilator was alarming frequently for low minute ventilation and low peak inspiratory pressure conditions. The pulse oximetry feature of the ventilator was active on the day of the event. Frequent low spo2 and loss of spo2 signal alarms were observed in the downloaded event logs. Although the ventilator was alarming almost continuously for the previously mentioned conditions, these alarms were only acknowledged sporadically as evidenced by alarm silence/reset keypresses. The manufacturer concludes the ventilator operated and alarmed appropriately on the day of the event. The ventilator did not cause or contribute to the reported event.